Manufacturer narrative:
Several implant coils and multiple pushers were returned for evaluation without any associated complaint identification; therefore, an investigation could not be performed. The alleged device issue cannot be confirmed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a peripheral artery aneurysm, the coil unexpectedly detached in the catheter. The coil was removed in its entirety together with the catheter. There was no reported patient injury or additional intervention.